Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was showing a brief sensor issue, therefore, she was not receiving any cgm values. The patient could not recall if she took any bg meter readings during this time. The patient was wearing an omnipod insulin pump. At an unspecified time later, the patient was experiencing excessive vomiting. Therefore, the patient went to the emergency room. At the emergency room, the patient¿s bg meter reading was ¿at least 600 mg/dl¿. The patient was admitted to the hospital for more than 24 hours; however, she could not recall how many days she spent in the hospital. The patient also declined to provide dexcom with any details regarding the medication or treatment she received while hospitalized. The patient was ¿fine¿ at the time of report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.